Manufacturer narrative:
MDR 1219913-2024-00303 was initially submitted on 09-may-2024. Siemens has concluded investigation. A customer from outside the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens review of assay quality control (qc) data did not show any issues, and no issues were reported for other samples. As a result, reagent performance issues were ruled out as a probable cause. A tnih precision study performed on this instrument using three samples yielded acceptable results. Although a definitive root cause could not be identified, based on the available information, the issue is consistent with the effect of preanalytical variables (sample quality issues). Return of the patient sample for investigation is not warranted, as the discordant result was not reproducible. The customer is operational, and there are no residual issues.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. No issues were identified with assay calibration or quality control qc) results. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer reports observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Tnih kit lot 099 was in use at the time. An initial result above reference range was obtained for the patient in question. The patient was held for two hours, pending follow-up troponin testing. A second sample was drawn, and much lower result was obtained. The lower result was accepted as correct. The initial sample was re-tested for investigation purposes, and it also produced a lower result, matching that of the second sample. There are no allegations of patient harm or modifications of treatment in association with the observed result discordance.